Event description:
It was reported that when the ligasure device is activated, it does complete the seal meaning there is still oozing intraoperatively. As reported, blood was minimal and the patient did not require a transfusion. There was no patient injury or medical intervention and extended procedure time reported was 15 minutes. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility stated the device was discarded. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: spacer pad damage, ancillary equipment failure, device activated in contact with pooling fluid. Device used on vessels thicker than 7 mm. Grasping on too much tissue or inappropriate tissue types or on staples. Trigger button (activation button) not engaged throughout the entire seal cycle. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If the generator provides multiple power settings, use the lowest power needed to achieve the intended effect. Do not overfill the jaws of the instrument with tissue, as this may reduce device performance. Use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). For best results, apply the seal to unaffected vasculature. Energy-based devices, such as es pencils or ultrasonic scalpels that are associated with thermal spread, should not be used to transect seals. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.